Manufacturer narrative:
D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. The result of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: k4799g; cartridge position: loaded; drivers present in cartridge, present/up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, 3 formed and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, it was concluded that an attempt was made to fire a spent cartridge. The rep's explanation states that the incident occurred on the second firing. The batch history records were retrieved and reviewed. It was found that the cartridge that was loaded on the instrument was the original cartridge shipped out with the instrument. The cartridge was rec'd with all the drivers in the up position, indicating that the instrument had been fired through a complete firing stroke. Additionally, it was noted that the proximal three drivers were up higher than the other drivers. All of the above info indicates that an attempt was made to fire a spent cartridge. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that on the second firing, the firing knob stopped in the middle of the firing stroke. There was no pt consequence.